Event description:
It was reported that, during implant testing, a 65j shock did not convert the induced arrhythmia. An 80j shock did convert the induced arrhythmia. The patient went into asystole post shock. There was intermittent capture from the device post-shock due to oversensing. The doctor started external pacing but there was still no capture. The doctor did CPR and the patient's intrinsic rhythm restarted in approximately thirty seconds. The doctor feels that the patient's age and the anesthesia contributed to the post-shock asystole. The system was successfully implanted. The patient is doing well and there were no additional adverse patient effects.